Manufacturer narrative:
Device evaluation is not necessary as infection /extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient pulled out her generator within a few months of implant. The patient then developed a staph infection which required emergency surgery to explant the vns. The manufacturer's device history records were reviewed for the generator and sterilization of the product prior to release was verified. Device evaluation is not necessary as infection/patient pulling out generator is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.